Event description:
The pt is reportedly experiencing intermittent lock and poor battery life due to thick skin flap. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. The pt is scheduled for skin flap revision surgery.